Event description:
As reported by the user facility: detailed inquiry description: continuous air in line alarm unable to clear. Had to change the set. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for investigation. Upon evaluation of the unit, the IV set was confirmed to be assembled within internal specifications when compared to the blueprint drawing of the reported catalog. To replicate the reported event, the sample was hooked to the infusion pump and primed until the line was full of liquid. A therapy session was conducted while staggering the flow rate throughout the therapy. No air in line alarms occurred during testing. Leakage testing was performed with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specifications. The reported concern was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.